Event description:
Healthcare professional reported left side rupture found during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: broken shell, underweight, part of the shell is missing, a microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported left side rupture found during surgery. Device has been explanted.